Event description:
It was reported the device was found to leak during preparation. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: as part of investigation (B)(4) two images were provided. Visual inspection results based on picture: based on image provided, leakage can?t be confirmed., only can be noticeable a cracking on luer lock adapter female p/n 00-208, this condition could cause leakage or another functional failure on the product. Therefore, failure mode can be confirmed. Samples received: one (1) sample unit were received at smiths mtij with its original package opened from p/n l-70 with lot number 4085003 reported in complaint. Visual inspection: the samples were visually inspected at a distance of 12? Under normal lighting to received unit, see images below. Results for visual inspection in sample provided: no marks or stains were observed on tube surface, neither on reflux connector or swivel connector. It was observed a cracking on luer lock adapter female p/n 00-208, this cosmetic issue could cause leakage or another functional fail test. Therefore, failure mode can be confirmed. Results for functional test in sample provided: based on manufacturing procedure mp l-70 rev.117 and failure mode reported, we performed a leakage test on sample provided, in order to verify if leakage can be confirmed which can be caused by cracking on luer connector detected previously in visual inspection, after test was performed to the piece, samples doesn?t pass successfully leakage test. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. The cause of the reported problem was traced to the manufacturing process.